Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.  This event will/was be reported on 0009613350-2017-00084.

Event description:
It was reported via journal article that the patient showed lateral migration, 2.3 mm at 5 yrs. No further information is available.